Event description:
Spontaneous call from (B)(6), cnss rn: states pump sn (B)(6) has three lines of pump rates / times and it will not allow her to delete the unnecessary rates. Requested a new pump be shipped for delivery tomorrow. No interruption in therapy. Pt has back up pump. Replacement being sent. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.